Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose was not provided at the time of the incident. The customer stated was unsure if the device was exposed to high magnetic fields. Customer also reported getting a blank display but declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.